Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "false upstream occlusion" alarm was confirmed through the event history log, but was not reproduced. The issue was caused by low upstream sensor readings. As a result, the upstream sensor was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, baxter experienced a false upstream occlusion alarm. Any patient involvement or medical intervention is unknown since this was found during evaluation of the device. No additional information is available.